Event description:
The nebulizer has 2 safety problems. It retains fluid on a horizontal surface inside the nebulizer which prevents a pt from receiving all of his or her medication without a therapist shaking the nebulizer to caused the medication markings on the side of the nebulizer are incorrect & are sometimes off by 20cc. A complaint was made to MFR regarding both these issues & MFR responded by indicating incorrectly that retention of medication in the nebulizer did not affect pt safety & completely ignored the issue of incorrect markings on the side of the nebulizer. Retention of medication inside the nebulizer does affect pt safety because it prevents the pt from receiving all medication intended for the pt & the markings on the side of the nebulizer very seriously affect pt safety because they are used to mix the dose of medication the pt receives & are used in the assessment of the pts condition.